Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 133 mg/dl and 308 mg/dl within 9 minutes on the aviva system. No adverse event reported. The alleged product was requested for evaluation.